Event description:
The customer contacted abbott regarding failed calibration for the axsym rubella igg assay, where error code 1048 (calibration check failure, cal a/b, ratio too large) was generated. The customer recalibrated and error code 1018 (calibration check failure, cal a, result too high) was generated. The customer stated they would recalibrate in two days. The customer centrifuged the calibrators, then the calibration was successful. There was no impact to patient management reported by the customer.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.